Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked coming from the side of the bag. The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured between july 19, 2021 - july 20, 2021. The device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower left side edge of the container. Functional testing was performed and a leak was identified at the lower left side edge area of the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.